Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the non patient end is broken. Verbatim: rear cannula end is broken + gets stuck.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose bd pen needle without a tear drop label attached, and a broken non-patient end cannula. Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined and exhibited a broken non-patient end cannula, likely due to improper attachment to the pen injector by the user, thus confirming the alleged defect. Unable to perform DHR review due to unknown lot number for broken npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the non patient end is broken. Verbatim: rear cannula end is broken + gets stuck.